Manufacturer narrative:
This MDR report is part of the (B)(6), exemption number e2015055. One device was received for evaluation; 1 event was confirmed during testing. The device was found to be affected by degradation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device had overheated and a bias current error message displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. For the event of overheating there was patient involvement, but for bias current error message there was no patient involvement; no patient impact.